Manufacturer narrative:
Investigation summary: bd received a photo for investigation. The evaluation of the photograph indicated a cracked tube. Additionally, 100 retained samples were visually inspected, and no cracked tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was a crack at the bottom of the tube resulting in sample leakage in the analyzer (cobas 417). No adverse impact was reported regarding the patient or user.